Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 69-year-old female patient who underwent a late-onset left atrial appendage occlusion device, with device related thrombus attributed to the mitral bioprosthetic valve stenosis. It was further reviewed that the patient experienced moderate mitral stenosis, thickened and calcified mitral valve leaflets, exertional dyspnea, pedal oedema, a transcatheter mitral valve-in-valve replacement, thrombus and was treated with anticoagulant medication. There was no statement establishing a causal or contributory relationship between medtronic product and the patient death. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: aakash rana et al. Late-onset left atrial appendage occlusion device¿related thrombus attributed to mitral bioprosthetic stenosis: a case report. European heart journal - case reports. 23 august 2024; 8. Doi: 10.1093/ehjcr/ytae438. Date of publication used for incident date in section 1.2(b). Medtronic products referenced: mosaic bioprosthetic valve. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.